Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: silent rupture. Concomitant products: (left) 600cc mentor memorygel breast implant catalog: 3506004bc, lot: 6973595, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prosthesis implantation procedure with two 600cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. The rupture was identified during the implant exchange surgery. The patient underwent bilateral removal and replacement with two non-mentor breast implants on (B)(6) 2019.

Manufacturer narrative:
On 2/5/2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during evaluation of the device it was observed to be ruptured and received incomplete. Microscopic examination was performed and the cause of the rupture could not be identified. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received is a concomitant device, no further analysis is required. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).